Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on and could not be calibrated. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer would not turn on, and it was unable to confirm the comment that the stylus could not be calibrated. It was noted that the lower and upper cases were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests.